Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) measured high, out-of-range ventricular pacing impedance and intermittantly high thresholds. Noise on the ventricular channel was oversensed, resulting in pacing inhibition and inappropriate shock delivery. The patient also reported feeling lightheaded at times.